Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a colonoscopy. Hot biopsy forceps and a loop electrode were used to remove a polyp. A bowel burn and bleeding occurred at the operative site (note: physician is questioning if unit's output or effect was too great). At this time it is unknown if any surgical intervention was/is required.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work will be offered to be performed at the medical center with the involved staff. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.